Event description:
During a cervical cerclage procedure, the needle used broke in two at the base of the eye releasing the suture. There were no reported exceptional circumstances that placed any undue force on any part of the needle. The problem occurred (B) (6), 2008. It s reported the problem resulted in injury, but it does not specify whether or not the injury was permanent. The report also does not describe what type of injury resulted.

Manufacturer narrative:
While no known issues were reported that indicate the surgeon improperly used the needle. Aspen is in the process of updating the instructions for use to include the following: remind the surgeon that improper surgical technique or needle selection may result in needle breakage; choose the correct size of needle holder; indicate where to clamp needle; specific instructions of not to clamp on the eye or grasp the point.